Event description:
It was reported by the patient that when a bolus is programmed in the omnipod 5 app for android, only about half of the bolus is delivered. The patient reported they have typically been able to control their blood glucose levels well; however, they were recently diagnosed with fatty liver disease, and prescribed medication. They are now seeing blood glucose readings of 400 mg/dl while wearing the pod. No symptoms associated with hyperglycemia were provided. The patient also reported receiving low blood glucose alerts in the app when her blood glucose is not low (127 mg/dl). No medical attention was required. The patient uploaded their data logs for investigation.

Manufacturer narrative:
The case description states that the user is receiving incorrect low blood glucose (bg) alerts. It also states the user reported the device is only delivering half of the programmed boluses. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Investigation of the android log files found the user programmed and delivered a 5 unit and 1.7 unit bolus on the date of occurrence. The log files show both boluses were fully delivered and completed with 0 units remaining. It is also shown that the pulse count increased accordingly with the boluses, indicating the entire bolus volume was delivered. The system was found to function as intended. No hazard alarms or alerts regarding a low bg were observed on the date of occurrence in the log files. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, smartphone operating system: up1a.231005.007.s921usqs4ayb3, smartphone hardware: sm-s921u, cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.